Manufacturer narrative:
The damaged emitter was returned for analysis. There were no failure found on the system. No issues were found during on site analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the emitter was damaged. This issue was discovered outside of a procedure and there was no patient present when this issue was observed.